Manufacturer narrative:
Device evaluation: the customer reported issue of " the latch is not releasing the cassette" was confirmed. The cause was a stuck latch/lock. Further investigation found the downstream occlusion (dso) seal was delaminated. The dso seal was replaced, and the device passed all testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the latch is not releasing the cassette¿; during device evaluation it was found that the downstream occlusion (dso) seal was delaminated. Patient involvement was unknown, and there was no injury reported.